Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the vapr coolpulse 90 had the manual control fail. The product worked intermittently and made strong discharges like sparks when used.

Event description:
It was further reported that there was surgical delay of approximately ten minutes. No known patient consequences. Another coolpulse 90 was opened and worked as expected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received and evaluated. The suction tube showed evidence of saline residue in it. Visual inspection under magnification showed device tip is in a used but as expected condition showing signs of activation. No obvious visual damage to the device handle, cable or plug. The device was taken to a lab, connected to a vapr vue generator and tested. When connected to a generator the device was recognized and the proper settings were available. Testing was done on the ablate and coag functions and the device functioned as intended. This testing procedure was repeated several times to confirm the continuity of function. This complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. A manufacturing record evaluation was performed on (B)(6) 2019 for the finished device u1808053 number, and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.